Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown baclofen (2000mcg/ml and unknown dose) via an implantable pump. The indications for use was intractable spasticity. It was reported that the manufacturer representative (rep) had not been able to interrogate the pump. The interrogation of the pump stalled out at 24%. Three different programmers and an 8840 were tried to connect to the pump with the same result. The manufacturer's technical services specialist (tss) also suggested a different environment which did not resolve the issue. There was no emi present and the patient had no other implants. Tss confirmed that the pump wasn't flipped. Tss asked both hcp and the rep and the pump did not appear nor was suspected flipped due to the patient's body size. The rep stated that there was no alarm and the patient was not symptomatic. Tss reviewed options to either replace the pump or get engineering involved. Tss escalated to engineering and obtained tablet logs with healthcare it's help. The rep, hcp, and the patient family were followed up with via phone and they stated that the issue was ongoing and they were likely to pursue lab programmer resolution on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H11. Note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from company representative (rep) reported that an engineer flew in with a tablet that was able to override the problem and interrogate pump. Problem was resolved.